Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that she had high blood glucose level and the pump had blank display. The customer¿s blood glucose level was unknown at the time of incident. The customer¿s current blood glucose level was 526 mg/dl and blood glucose level was over 600 mg/dl. The customer treated high blood glucose with pump and shots. The customer kept thinking she had high blood glucose because of bubbles and blockages. The pump also had low battery alert prior to the off no power alert. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected battery power loss anomaly due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, broken belt clip slot, cracked case reservoir tube window corner, cracked reservoir tube window and cracked battery tube threads.